Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all in-process, finished goods and sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient developed an unspecified infection at an unspecified time following a face-lift procedure. It is opined that antibiotic therapy at a minimum was prescribed to treat the event. No further information was provided.